Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/27/2021 by a sales representative via phone that an ar-2324pslc peek-swivelock eyelet became detached during insertion. This was discovered during use in a left shoulder rotator cuff repair on (B)(6) 2021. The anchor was removed from the patient and the case was completed by using a new ar-2324pslc.